Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, during implant testing, the shock impedance was 270 ohms. During low energy testing, the shock impedance ranged from 120 to 275 ohms. The doctor was unable to induce an arrhythmia for testing. The doctor massaged the implant area, and the impedance reduced to around 95 ohms. The doctor noticed bubbling at the subxiphoid area and suspected a pneumothorax. The patient underwent a bilateral chest drain insertion procedure and an electrode revision later that same night. The patient recovered well and was discharged from the hospital within four days after the revision procedure. There were no additional adverse patient effects.